Event description:
The manufacturer was contacted in reference to ds2adv auto CPAP device. The user alleges that the device is showing blocked air inlet error message. There was no report of patient harm or injury. The device was returned to third party service center. During the evaluation, the device was visually inspected and found pca burned. The device was scrapped.